Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device was not returned for evaluation due to the issue being resolved, the definitive root cause of the draining issue could not be determined. It is possible that the event occurred because the user did not read the instructions manual thoroughly and understand the height to install the drain hose. The instruction manual identifies the following verbiage, which may have prevented the phenomenon: ¿chapter 4 installation of equipment 4.3 connection of the drain hose caution install the drain hose so that its maximum height is 60 cm (23 inches) or less. Otherwise, discharge failure may cause the equipment to malfunction.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
A field service engineer (fse) will not be dispatched to evaluate the device. Upon follow up, the customer reported that the drain hose was hung on a hook. The maintenance staff moved it onto the floor and the issue was resolved. The investigation is ongoing and a supplemental report will be submitted on completion of the investigation or if any additional information is available.

Event description:
The customer reported to olympus, there was fluid coming up from the drain on the endoscope reprocessor. The issue had been happening for several days. The customer did an air purge, the fluid drained and then resurfaced. There was bubbling but no chemical smell. There was no patient involvement.